Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed a ¿loss of prime¿ warning associated with a low non-zero force. During testing, the pump performed the rewind, load, and prime steps with no alarms or loss of prime warnings occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms or loss of prime warnings occurring. The force sensor calibration was found to be within the required specifications. The pump cover was removed and no contamination or damage was observed on the force sensor circuit. The ¿loss of prime¿ issue was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump emitted multiple loss of prime alarms. It was noted that multiple alarms occurred throughout the day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.